Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 131 mg/dl and 39 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was provided with orange juice and a snack and low blood glucose symptoms improved 5 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.